Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed, did not recover and displayed device was not detected on bus and required maintenance error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, did not recover and displayed device was not detected on bus and required maintenance error. A field service engineer found all the cubies inside drawer 3.2 was not detected on bus. Further, the fse reseated the row board cable and tested in hardware test application to resolve the issue. Additionally, the fse tightened up the screws on the hard stop. The system functioned as intended after the field service engineer repaired the device.